Manufacturer narrative:
D.4 expiration date and unique identifier (UDI) were incorrect on the initial manufacturer device report number 1220648-2024-24751 and were revised.

Event description:
The user facility reported during an impella cp device implant for mechanical circulatory support to a patient with cardiogenic shock from an acute myocardial infarction, the support was prematurely started and resulted in explant and replacement of the device. The patient presented to the emergency department as non-st-elevation myocardial infarction and converted to an st-elevation myocardial infarction. The decision was made to implant the impella cp device for bailout. The impella was backloaded over the guidewire and into the peel-away sheath. Inadvertently, support was prematurely started prior to the device being properly positioned and with the guidewire in place. The decision was made to explant the impella cp device and re-start with a new impella cp device to prevent possible device failure and/or complications. The new impella cp device was successfully advanced into the left ventricle and support initiated without incident. Percutaneous coronary intervention (pci) commenced, but the patient would ultimately expire due to a dissection occurring during the pci. It was reportedly stated while performing the pci, the physician was able to stent the obtuse marginal. However, when the physician attempted pci on the left main coronary artery, it was dissected. The patient did not recover and met his demise.

Manufacturer narrative:
The decision was made by the user facility to dispose of the pump, and therefore, an evaluation and analysis of the device is not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk.percutaneous coronary intervention. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system: section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿